Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The reservoir compartment is damaged around the lip and the reservoir does not lock in well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed self-test. Pump error was present in the insulin pump history file due to software error. Unit was received with cracked battery tube area. Unit was received with missing retainer. Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture at edges of overlay, faded serial number label, peeling serial number label and peeling end cap address label.